Event description:
Patient reported defective soft components on the infusion device and alleges a non-working vibrator during bolus. Patient stated the vibrator works during start-up of the infusion device. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result main findings: e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected. It is possible that the vibra did not work during bolus. The soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. Consumables n/a corrective actions: soft components: the problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.